Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis. The patient's blood glucose was not recorded. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and was advised to change the set reservoir. The patient was directed to monitor the pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.